Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by fever, cloudy fluid and abdominal pain. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with cefazoline (250mg/l q6h initially, intravenous, then reduced to 125 mg/l q6h, ongoing for 22 days) and ceftazidime (250mg/l q6h initially, intravenous, then reduced to 125 mg/l q6h, ongoing for 22 days) for peritonitis. At the time of this report, the patient has recovered from all the symptoms of peritonitis and has not recovered completely from the peritonitis event. It was reported that the nurse has retrained the patient on the proper aseptic technique including shower habits and lack of hygiene care. Pd therapy was ongoing. No additional information is available.